Event description:
It was reported that two technical error codes were generated while the ventilator was connected to a pt. It was further reported that the safety valve was not working. The reported technical error codes, one indicates an internal +24 v power error and the other an open safety valve. There was no pt harm. (B)(4).

Manufacturer narrative:
The investigation is ongoing. A supplemental medwatch will be submitted when the investigation is completed. (B)(4).